Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016. Customer's blood glucose was unknown, but states that it was in the single digits. Customer was admitted into the intensive care unit. Customer did not recall event leading to hospitalization and states was not in a vehicle accident.